Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 234 mg/dl at the time of incident and current blood glucose level was 427 mg/dl. The customer provides details regarding symptoms of their high blood glucose episodes such as nausea, dry mouth and dizziness. Customer was treated with bolus and manual injection. Customer stated that the insulin pump was stopped working. Customer allege insulin pump was under delivery. Customer wishes to check for the presence of leaks or air bubbles in the tubing or reservoir. Customer was performed displacement test and the test results was passed. Customer declined to perform the high pressure test. Customer troubleshoot was performed. The insulin pump will be returned for analysis and reservoir will not be returned for analysis.

Manufacturer narrative:
No unexpected battery our limit alarm noted during testing. Device received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Also, unit passed the delivery accuracy test at 0.0880 inches. No possible over/under delivery anomaly noted.